Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on all three leads (rv, ra and lv). There was also oversensing that resulted in four non-sustained ventricular tachycardia (vt) episodes. There was no evidence that the noise resulted in any pacing inhibition or asystole for the patient. There were also high right atrial (ra) lead pacing lead impedance measurements greater than 2,000 ohms recorded from remote monitoring. The noise was able to be reproduced with isometrics, but not pocket manipulation. Additional information was obtained from the local area sales representative who indicated that reprogramming was performed to remove shock therapy from the vt zone and instead provide anti-tachycardia pacing (atp). Shock therapy remained programmed on in the ventricular fibrillation (vf), but the lower rate limit was decreased. There were no plans for intervention as the patient was traveling out of state and did not plan to return for several months. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--

Manufacturer narrative:
(B)(4). The device was subsequently explanted and replaced. The device is expected to be returned for testing. This product issue will be updated when additional details are received.